Event description:
It was reported that, while in use on a patient, an 840 ventilator generated a battery inoperative alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) evaluated the ventilator and verified the customer reported issue. The se replaced the back-up power supply (bps) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications

Manufacturer narrative:
802089. The back-up power supply (bps) printed circuit board (pcb) and bps battery pack were returned to medtronic¿s product analysis laboratory. A visual inspection was performed on the bps pcb and no anomalies were observed. An investigation was performed and the reported issue was not duplicated. No error logs were recorded in the diagnostic logs and no fault was found with the returned bps pcb. A visual inspection was performed on the bps battery pack and no anomalies were observed. An investigation was performed and no fault was found with the returned bps battery pack. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, an 840 ventilator generated a battery inoperative alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) evaluated the ventilator and verified the customer reported issue. The se replaced the back-up power supply (bps) printed circuit board (pcb) and bps battery pack. The unit passed all testing and operated within the manufacturing specifications.